Event description:
According to the information received in the updated legal brief (short form), the filter additionally malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting of the filter, perforation, fracture, thrombosis, and embedment.

Manufacturer narrative:
As reported a patient was implanted with an optease inferior vena cava (ivc) filter and was subsequently discharged from the hospital in good health. Approximately five years and two months post implant, the patient underwent a computerized (CT) scan of the abdomen. The radiologist initially reported that the struts of the filter appeared to extend slightly beyond the vessel wall. Additional information indicated that there was a small linear metallic density projecting into the right ventricle, which was suspected to be a migrated portion of the fractured ivc filter. Approximately sixteen days later, the patient underwent a complex filter retrieval procedure that removed the filter; however, fractured fragments from the filter were left in the body. As a result of the filter fracturing, the patient suffered right renal artery occlusion which required additional surgical intervention and resulted in kidney damage. It was subsequently reported that there was tilting of the filter, perforation, fracture, thrombosis, and embedment. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Renal artery occlusion with kidney injury was reported. With the information provided the event could not be further clarified nor a clinical determination as to the cause of the event formed. The ivc filter is implanted in the venous system and does not have direct communication with the aorta to present an issue with the renal arteries. Occlusion is a known adverse event associated with ivc filters, it is unknown if the arterial occlusion was from the filter or a thrombogenic event. The timing and mechanism of the migration and occlusion is unknown. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient was implanted with an optease inferior vena cava (ivc) filter and was discharged from the hospital in good health. Approximately five years and two months after the filter was implanted, the patient had a CT scan that revealed the struts of the filter appeared to extend slightly beyond the vessel wall. Further, there is a small linear metallic density projecting into the right ventricle, which is suspected to be a migrated portion of the fractured ivc filter. Approximately sixteen days later, the patient underwent a complex filter retrieval procedure that removed the filter; however, fractured fragments from the filter were left in the body. As a result of the filter fracturing, the patient suffered right artery occlusion which required additional intervention and resulted in kidney damage. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Arterial occlusion and injury to the kidney are known potential adverse events associated to all ivc filter products, specifically these events were associated to the removal of the device in an off label manner, more than 5 years post implantation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient was implanted with an optease inferior vena cava (ivc) filter, and was subsequently discharged from the hospital in good health. Approximately five years and two months after the filter was implanted, the patient underwent a computerized (CT) scan of the abdomen. The radiologist initially reported that the struts of the cordis optease filter appeared to extend slightly beyond the vessel wall. An addendum to the initial report was issued two days later, which stated there was a small linear metallic density projecting into the right ventricle, which was suspected to be a migrated portion of the fractured ivc filter. Approximately sixteen days later, the patient underwent a complex filter retrieval procedure that removed the filter; however, fractured fragments from the filter were left in the body. As a result of the filter fracturing, the patient suffered right artery occlusion which required additional surgical intervention and resulted in kidney damage. As a direct and proximate result of the failure of the optease ivc filter, the patient suffered bodily injury resulting in pain and suffering, disability, mental anguish, loss of capacity for enjoyment of life, expense of hospitalization, medical and nursing care treatment, and will require ongoing medical care and monitoring for the rest of life. The patient¿s injuries are permanent and continuing and the patient will suffer such losses in the future.